Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2216936 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07 jan 2026. On evaluation of the device, the following was observed: visual inspection: safety wire not returned directional button in deploy position red marker before point of no return - 10th dimple kink observed on clear section of flexor approx 14.5cm from white tip functional inspection: handle actuating fine for deployment and recapture unable to deploy stent handle opened, outer sheath separated from shuttle all other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2216936. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order. A second complaint for this lot number has been raised. Please refer to investigation (B)(4) for more information. Investigation for (B)(4) determined the following: a possible root cause of the deployment issue reported could be contributed to the torturous path causing a build-up of pressure and resulting in initial failure of flexor becoming kinked (crumpling) at clear section. It is possible that the kinked flexor and a build-up of pressure led to outer sheath separation from the shuttle cap. The handle shell slightly separating at the top which was observed during the lab could have contributed to being unable to deploy the stent. Additionally, a possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and led to the deployment issue reported. Although the two complaints originated from the same lot number and were assigned to the same failure mode, they are not considered related. Each incident was independently investigated. In each complaint, the devices were inspected for damage/kinks before use and no damage was noted. There was no manufacturing or design issue identified during the root cause analysis of these complaints. Definitive root causes in both complaints were unable to be conclusively determined. Possible root causes attributed in both complaints were a torturous path causing a build-up of pressure resulting in a kink or a kink could have occurred during the procedure while being advanced into/through the duodenoscope or during attempted deployment, if the stricture was tight. There is no evidence to suggest that the rest of the lot number is affected. There is no evidence to suggest a manufacturing or systemic issue involving the lot number. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to a kink in the flexor. From the additional information, it is known that the device was inspected before use for any damage and no issues were observed. The kink could have occurred during the procedure while being advanced into/through the duodenoscope or during attempted deployment, if the stricture was tight. Consequently, when the deployment button was pressed and the handle was actuated, the internal forces or pressure caused by the kink within the device may have obstructed the smooth movement of components, leading to the separation of the outer sheath from the shuttle cap which would have caused the "snap" reported by the customer and would have prevented any further deployment. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, when released, pressing the button caused the medical device to 'snap', the medical device was broken and unusable. This occurred with 01 x evo-fc-10-11-8-b device of lot number c2216936. Confirmed quantity of 01 x used device. The device was removed and the procedure was completed with another device. No adverse effects to the patient were reported. Investigation findings conclude that a possible root cause could be attributed to the patients anatomy.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21-jan-2026. Was the product inspected for damage before use? Yes (kinks etc) details of the wire guide used (diameter, type, make)? Metii 0.035 480cm. What endoscope type and channel size was used? Olmpus 4.2mm duodenoscope. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No if altered please. Indicate the procedure type (e.g., cholodochojejunostomy) was the stricture dilated before stent placement? N/a, yes, no? Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes, was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the delivery system to the target location? No if resistance was felt how did the physician deal with the resistance encountered? What was the position of the elevator during advancement? Down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes, was a stent previously placed at the same or adjacent location? No (if yes, was the complaint stent placed in the stent that/was already in situ?) Were any other defects (other than the complaint issue) observed on the device (e.g., kink)?, no if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event when released, pressing the button caused the medical device to 'snap': the medical device was broken and unusable no consequences for the patient as it was replaced by another stent with the same reference number. This is the first time this problem has occurred "as per cc form": during the stent placement, he device "snapped", making it impossible to release the stent. The removed the device and place a new one with success.